Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic biliary stenting procedure in the distal bile duct. The exact event and procedure date were not reported nor the implanted ad explanted date. According to the complainant, the previously implanted plastic stent migrated and was removed with a snare. The procedure was completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine